Event description:
It was reported that the patient experienced pain from the implantable neurostimulator (ins) which began 4-5 days prior to report. The patient also experienced a loss of therapeutic effect. When she would get up from sitting position she would experience leakage. She also experienced issues with retention and had to be catheterized in the physician's office. The patient could feel the ins at the time of report but had not been able to before. It mostly hurt when the patient slept, so she tried to sleep on her other side. The patient was going to turn the device off and had an appointment scheduled to meet with a manufacturer representative on (B)(6)-2012. The patient was on gabapentin and lyrica for unrelated neuropathy and experienced drowsiness as a side effect. The patient was also on tamsulosin (4mg) which was prescribed by the physician who managed her ins. The patient fainted at a gas station due to the tamsulosin and the fall left the patient with pain and soreness. At an amplitude of 1.8 volts stimulation hurt to the point where the patient had to turn it down. The patient felt stimulation in the rectum at 1.7 volts but could not feel stimulation below 1.7 volts. The patient also had shots in her back for the neuropathy in her feet. The shot given on the side of her ins hurt but the other side did not. The patient had a good trial and after implant her therapy did help. She was also taking medication for retention, which she did not have prior to implant. The patient was experiencing most of her issues when changing from a sitting to standing position. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28 lot# v786384 serial# implanted: 2012-(B)(6) explanted: product type lead; product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. (B)(4).